Manufacturer narrative:
Document review performed on (B)(6) 2018: lot 59509k: 4 items manufactured and released on 18 december 2017. Expiration date: (B)(6)2018. No anomalies found related to the issue. Preliminary investigation performed by washing and packaging manager: from the picture received a little hole on the inner medical grade paper is visible. The failure seems to have been occurred due to forces experienced during the instrument transportation/ handling: in detail, the femur cutting block could have pierced the inner pouch. This could be correlated to the combination of the packaging configuration applied and the shape of the involved cutting block, as it presents some projecting parts.

Event description:
When opening the myknee guide, it was noticed that the packaging (probably the inner packaging) was damaged (hole in the inner medical grade paper). The surgeon had the guide flash sterilized to use in surgery. The surgery was delayed approximately 20minutes.